Manufacturer narrative:
(B)(4). Evaluation of the incident sample found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the pencil continued to activate after the button was no longer pressed. There was no patient injury. The procedure was completed with another pencil.